Event description:
The pt presented for a thrombectomy of the nonfunctional gore hybrid vascular graft. An incision was performed on the graft and a fogarty catheter was passed into the arterial anastomosis retrieving a fair amount of thrombus. Upon advancing the catheter into the venous anastomosis, the vein could not be declotted. An incision over the axilla at the venous anastomosis was performed. It was noted that the stent portion from the gore hybrid vascular graft was involuted into the brachial vein instead of going into the axillary vein. This then was opened and then the vein was closed. A good thrill was observed. A fistulogram was performed which showed a disruption of the stent into the distal part of the brachial vein. A 0.035 glidewire was passed through the stenosis and a 10 mm balloon was used to angioplasty the subclavian vein and at the axillary level where the stent was, to create a passage into the axillary vein. The pt tolerated the procedure well.

Manufacturer narrative:
Review of the mfg records verified that the lot met release requirements.